Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd gravity administration set experienced foreign matter. The following information was provided by the initial reporter: one of our pre-op nurses noticed a lubricant around the spike on lawson.

Manufacturer narrative:
H.6. Investigation summary: a complaint of customer finding lubricant around spike was received. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There was a light yellow substance found on the spike. A device history record review for model 41134e lot number 22039220 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect. The root cause was determined to be an issue at the supplier of this component. The supplier was notified of this defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd gravity administration set experienced foreign matter. The following information was provided by the initial reporter: one of our pre-op nurses noticed a lubricant around the spike on lawson.